Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 581 mg/dl and ketones not identified as dangerous by a healthcare provider. Cause of elevated bg was unknown. Customer was treated with a manual dose injection and intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.